Event description:
It was reported to philips that the device's battery pca had bent pins. There is no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 8 on the j1 connector was found damaged.

Event description:
It was reported to philips that the device's battery pca had bent pins. There is no patient involvement.